Event description:
Laparoscopic supracervical hysterectomy - "at the end of the case, the surgeon panned the scope around and noticed the clear plastic seal has somehow come out of the trocar and was inside the pt. They retrieved the plastic seal and noticed it had come from one of the lateral 5/10 mm ports."

Manufacturer narrative:
No product is being returned for eval but the lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.